Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge decreased to 140 units. Blood glucose level was 135 mg/dl. At the time of the reported event, the customer loaded a new cartridge and received an accurate fill estimate.